Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock in the primary sensing vector. The physician elected to reprogram the device to the secondary sensing vector and is considering an electrode replacement in the near future. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock in the primary sensing vector. The physician elected to reprogram the device to the secondary sensing vector, and later surgically explanted and replaced the electrode to resolve the event. The physician is continuing with remote monitoring and no additional adverse patient effects were reported. The s-ICD device remains implanted and in-service. The explanted electrode is currently retained at the healthcare facility.